Manufacturer narrative:
(B)(4). 3004753838-2025-186809 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified connection issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a unspecified connection issue is reportable based on the finding of signal lo